Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access device was damaged. At the end of a patient infusion, the cap of the access set snaps off when attempting to unscrew the line from the cannula, resulting in the inability to disconnect. Therefore, the entire intravenous catheter had to be removed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition could not be verified through inspection of the photograph and further functional testing could not be performed as the device was not returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.